Event description:
The consumer alleges her thermometer was reading 4 degrees low when she was taking her daughters temperature. The falsely low reading caused a delay in medical treatment. The child is doing fine at this time.